Manufacturer narrative:
It is reported the devices remain implanted, therefore no product evaluation is able to be conducted. The part number and lot numbers are unknown; therefore the device history records are unable to be reviewed. Facet cysts are usually a result of degeneration in facet joints, however current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported through the clinical study that imaging studies revealed advanced facet arthropathy at the l5-s1 level with a facet cyst which was a new finding causing central and right sided foraminal stenosis. After failing all attempts at conservative measures, it was mutually decided additional surgery was his best option. Excision of facet cyst, transforaminal lumbar interbody fusion (tlif) l5-s1, posterior spinal fusion (psf) with instrumentation l4-s1. Surgical intervention at adjacent level. It is reported no devices were removed from the patient. It is reported the patient tolerated the procedure well, there were no complications.